Manufacturer narrative:
Date sent: 10/29/2008. Evaluation summary: the analysis results for the el5ml instrument confirmed that the instrument was returned non-functional. The instrument was cycled and fed one clip with gap. The jaws jammed in the closed position, the trigger had to be manually assisted to re-open the jaws; the remaining clips were conforming according to manufacturing requirements. Additionally, the orange indicator was beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The sales rep reports that the device misfired during a colon resection procedure. Both devices jammed. They opened a new one to complete the procedure. There was no patient consequence. One device will be returned.